Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient fell and injured her shoulder; her blood glucose level was normal at the time. She may have landed on her infusion device. She drove home and does not remember anything else. On (B)(6) 2013, her neighbor found her unconscious and called for an ambulance. The ambulance took her to the hospital where her blood glucose level was measured at 700 mg/dl. In the intensive care unit her blood glucose level was corrected via diffusor and in the regular care unit insulin injections were utilized. The patient was moved to a nursing home. She does not know what caused her to be unconscious, but she stated that her infusion device was functioning correctly at the time. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.